Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient is suffering from nose irritation, and reduced cardiopulmonary reserve. No medical intervention was specified. The manufacturer was made aware of this information through a representative of the customer. Due to potential litigation surrounding this case, no follow up can be performed at this time and also no further investigation can be performed. If any additional information is received a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient is suffering from nose irritation, and reduced cardiopulmonary reserve. No medical intervention was specified. The manufacturer was made aware of this information through a representative of the customer. In box b: adverse event/product problem, outcomes attributed to ae are updated in this follow-up. Describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, reduced cardiopulmonary reserve. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI (rfb), product UDI are updated in this follow-up. In box e: reporter first name, reporter last name, reporting institution name are updated in this follow-up. In box h: type of reported complaint, (device) problem code grid, health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.